Event description:
User mentioned dr. Switching patient from freestyle libre 2 sensor to the dexcom because the freestyle broke. Hcp did not consent to follow up. (B)(4). No further information provided or available regarding this report.